Manufacturer narrative:
The correct suspected medical device is alinity c processing module, manufacturing site is irving, tx, and was submitted under manufacturer report number 3016438761-2022-00001-00. All further information will be documented under MDR number 3016438761-2022-00001-00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided (customer¿s normal range is 2.20-2.62 mmol/l): sample ID (B)(6) initial result was (B)(6) , repeats were (B)(6) , (B)(6) , (B)(6) , (B)(6) , and (B)(6) mmol/l. There was no impact to patient management reported.